Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown. Verbatim: consumer reported finding needles clog during injection. Reviewed the non patient end placement process. She did not realize this was something to look at. Consumer no longer has the boxes nor the tear tabs. Lot #: unknown. Catalog#: 320122. Date of event: unknown the past 2-3 months. Samples available from different boxes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 23 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320122 batch no. Unknown. Consumer reported finding needles clog during injection. Reviewed the non patient end placement process. She did not realize this was something to look at. Consumer no longer has the boxes nor the tear tabs. Lot#: unknown, catalog#: 320122, date of event: unknown the past 2-3 months, samples available from different boxes.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown. Verbatim: consumer reported finding needles clog during injection. Reviewed the non patient end placement process. She did not realize this was something to look at. Consumer no longer has the boxes nor the tear tabs. Lot #: unknown catalog#: 320122 date of event: unknown the past 2-3 months samples available from different boxes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (85) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the needles clog during injection. All returned pen needles were examined and 71 samples exhibited a bent non patient end of the cannula. All remaining samples exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle clog. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.